Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was poor telemetry or no telemetry with recharging. Poor communication was observed. The patient was last able to successfully charge the ins 3 weeks ago. The patient was unable to connect the ins with the patient programmer. Antenna locator feature was performed, and the patient was able to start a charging session. The patient then saw a warning power on reset (por) on the recharger, and then an informational por on the recharger. The patient was redirected to follow-up with their healthcare provider (hcp) to clear the warning por. No patient symptoms were reported. No further complications were reported/anticipated.